Manufacturer narrative:
(B)(4). The device was sent to the philips bench for evaluation. The reported symptom was confirmed. The issue was localized to the lcd display. The lcd display was replaced to resolve the issue. The device then passed all required testing and was returned to the customer site for use. We are considering this a malfunction of the lcd display. Replacement of the display resolved the issue.

Event description:
The customer reported a failure to display. There was no pt involvement.